Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5,e1, e2, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 & .2 was not detected on the bus. The field service technician powered down the unit, replaced the t-board and rebooted the app to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system drawer failed. The customer stated that they were unable to remove/issue medication to the patient during the malfunction and confirmed that there was no harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a drawer failure occured while removing/issuing medication to the patient. Field service engineer replaced the tboard. Rebooted and confirmed that the user was able to get the drawer recognized. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed. The customer stated that they were unable to remove/issue medication to the patient during the malfunction and confirmed that there was no harm to the patient. There were no adverse events or injuries reported based on this event.